Event description:
It was reported that merlin.net alert was received for vt/vf episode due to noise. Oversensing of noise was binned as vt and antitachycardia therapy was delivered while charging. The patient had previous noise events. Programming changes were made. The patient will be continued to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.